Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
The device failed intraoperatively and the surgeon could not advance the needle. This resulted in the surgeon not being able to retrieve the needle. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device failed intraoperatively and the surgeon could not advance the needle. This resulted in the surgeon not being able to retrieve the needle. The patient's condition was reported as fine.